Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion was pre-dilated with a 3 mm semi-complaint balloon. A 3.00 x 38 mm promus premier was deployed at 12 atm and post-dilated with a 3 mm non-complaint balloon at nominal pressure. A type a, flow-limiting edge dissection was noted. The dissection was sealed with a 2.75 x 38 mm promus premier. The procedure was completed and the patient is well.